Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the haptic bent and curved in and clear and red residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion code: per dfu for this lens model, vicl's are contraindicated of implantations of a lens in a patient under the age of 21 years of age. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -6.5/2.0/090 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.